Manufacturer narrative:
Batch review performed on 10 january 2019. Lot 164970: (B)(4) items manufactured and released on 10 november 2016. Expiration date: 2021-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 9 months after primary the surgeon revised the patient for patella bone fracture. Patella swap. The surgery was completed successfully.